Event description:
The customer observed a falsely elevated ca125 result for one patient while using the architect ca125 assay. The customer indicated that the patient had a previous result of 10 ui/ml and generated a current result of 40 ui/ml. No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 12089m500 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect ca125 reagent list number 02k45, lot 12089m500, was not identified.